Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst also noted: lead returned with the helix fully retracted and tissue inside of helix.

Event description:
It was reported that during implant the lead had high impedance in several positions. The lead was not used and replaced. No patient complications have been reported as a result of this event.